Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.